Manufacturer narrative:
The info originally reported in sections d-1 and d-2 was erroneous. Please see these sections for the corrected info.

Event description:
Per the info provided to co by the physician's office, through international rep, the device was removed due to a "septal rupture." As reported to co, the entire device was removed and replaced. 4/23/97 - per info provided to co by the physician/surgeon's office, through co rep, during the surgery the dr observed dense scarring from peyronies and prior infected implant and "septal rupture," as well as a "small distal urethral injury." Operative procedure: "urethra repaired/septum repaired. Full length corportory done and prosthesis inserted and triple coverage antibiotics."